Event description:
It was reported that a customer experienced cartridge read errors with their pump. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and a new device was being arranged despite the current device still being under warranty. No additional information regarding corrective actions was received.